Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system made a loud pop and shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.